Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture loosens during use. The same issue occurred on three units. A new device from another lot number was used to resolve the issue.